Manufacturer narrative:
The patient demographics of exact date of birth and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse removed and replaced the substrate supply valve, o-rings, selector valve and bottle gaskets due to microbubbles. The fse then ran a substrate only system check, which did not recover within specification. Due to the failed check, a substrate decontamination was performed and a repeated substrate check was run; this time passing within published performance specifications. The fse then ran a full system check which failed due to high wash %cv and an elevated first substrate replicate. Through troubleshooting it was determined the piston screw that attaches to the flag for the home sensor in wash pump two (2) was missing, causing dispense probes two (2) and three (3) not to dispense wash buffer. The fse removed, cleaned and replaced the components of wash pump two (2) and repeated system check, which passed within published performance specifications. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of wash pump two (2). All reports associated with this event: 2122870-2016-00359, 2122870-2016-00362.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The elevated access accutni+3 sample was repeated the next day, on the same unicel dxi 600 access immunoassay system serial number (B)(4) and an elevated result, above the assay's normal reference range, was obtained. A second sample from the same patient was processed on the laboratory's alternate unicel dxi 600 access immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results, as the patient was admitted to the hospital. Mdr2122870-2016-00359 addresses the elevated access accutni+3 result generated on (B)(6) 2016. Mdr2122870-2016-00362 addresses the elevated access accutni+3 result generated on (B)(6) 2016. Quality control (qc) was not performing within assay and instrument specifications at the time of the event. The patient sample was collected in lithium heparin gel tubes and were centrifuged for ten (10) minutes at an unknown speed. No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.